Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported high capture threshold, declined sensing amplitude, and undefined impedance issue were observed on the right ventricular lead. The right atrial lead had also detected declined sensing, loss of capture, and undefined impedance. The right ventricular lead was explanted and replaced. The right atrial lead was only explanted. There were no adverse consequences for the patient.